Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving sufentanil, bupivacaine and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient had a morphine pump and had been "suffering for many, many months now". She "continued to be sick" however. Patient's heart started beating real fast, she could not breathe, her hands got cold, she got chilled, had headaches and would get "bee stings" all down her body so her body got numb in her buttock, arms and legs. In the last 3 weeks she had been numb on her right side of the body, from her neck to her feet. All of a sudden, in the past 3 months, she had been experiencing the numbness and shortness of breathe. It had been "downhill" since (B)(6). Till a year ago, she experienced the shortness of breath, seizure, as well as her heart beating fast. She had asthma (diagnosed prior to implant of the pump), and didn't have a problem till a year ago, where she "felt weird" and had seizures. Patient saw her healthcare professional (hcp) who did electrocardiogram, as well as tests on her lungs and blood work. Patient's lungs were okay. Patient had been hospitalized twice due to the problems she had been experiencing. Patient was in excruciating pain in her lower disc, "where the catheter was supposed to be attached to". Patient it had always been that way. The pain was at a 10 and she could normally deal with the pain when it was at a 4 but she could not stand the pain. Patient couldn't breathe because of the pain, started shaking and she got cottonmouth (though she had been drinking "gobs of water") and was cold because of the pain but noted that these issues started around noon. Drug information was reported by the patient as follows: morphine 0.060 mg 5.451 mg/day, 9% 0.452 mg- bupivacaine 0.0300 mg 2.7257 mg/day, 9% 0.2259 mg- sufentanil 0.60 mcg, 54.51 mcg/day, 9% 4.52 mcg. Patient also went back for a refill on (B)(6) 2019. No further complications were reported.